Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and the investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer initially informed olympus about a distal cover that broke in two in the physician's hand at the end of a procedure. The patient had a gastric lesion and mucosal tissue in the distal cover and head of the endoscope. This event was reported for patient identifier (B)(6) (for the distal cover) and (B)(6) (for the endoscope). The customer also reported to olympus at the end of unknown procedures for an unknown number of patients (reported as 5-10 patients), there were unspecified distal cover malfunctions. The customer also reported the patients had gastric lesions (of unknown sizes) on removal of the endoscope and traces of mucous membranes in the cap and in the head of the endoscope. The customer also stated the distal covers were easily removed when wiping the outer sheath when normally, it's difficult to remove the distal cover with two hands. The customer also stated the patients did not have any problems at the end of the procedures. The reports for the unknown number of patients are being submitted as follows: (B)(6) is for the distal cover associated with (B)(6) for the endoscope. (B)(6) is for the distal cover associated with (B)(6) for the endoscope. (B)(6) is for the distal cover associated with (B)(6) for the endoscope. (B)(6) is for the distal cover associated with (B)(6) for the endoscope. (B)(6) is for the distal cover associated with (B)(6) for the endoscope. This is report 4 of 10 for (B)(6) for the endoscope.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history records (DHR) for this device could not be reviewed since the serial number was not provided. Olympus ships devices manufactured according to all applicable procedures and meet final product release criteria. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to: suggested event 1: traces of mucous membrane in distal cover and forceps elevator from the above, the cover may have been already in a state of being easily cracked in two. Therefore, the event likely occurred by ii) in the mechanism described in investigation result 4. However, we could not specify the cause of the event any further because it was not possible to obtain information if suction was operated while withdrawing the device, and there was damage of the distal cover immediately after the procedure. When user operates suction while distal end opening space was near the surface of mucosa, it causes the mucosa sucked into distal cover. T was found out that the mucosa is maintained in a sucked state for several seconds after suction operation is stopped. Therefore, even if suction operation is not performed during withdrawal and distal cover is not cracked, the event may occur if scope is withdrawn immediately after suction operation is stopped. Suggested event 2: while doctor was wiping insertion section of the device, distal cover was easily removed and it was cracked in two. I) the cover slightly tore by improper attachment steps to the device. (Ex. It was pushed diagonally.) Or, the cover was fragile because it had slightly crushed before being attached to the device. Ii) the cover was damaged further by stress from being attached to device or twisted/pushed/pulled in patient body and wiping the insertion section by doctor after the procedure. Users can prevent the event by following the instructions for use: important information ¿ please read before use: examples of inappropriate handling: applying suction with the distal end of the endoscope in prolonged contact with the mucosal surface, with higher suction pressure than required, or with prolonged suction time may cause bleeding and/or lesions. 3.5 attaching accessories to the endoscope: attaching the single use distal cover: never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges. Push the center on the top of the single use distal cover. Otherwise, it may cause the break of the portion on the single use distal cover such as the tear off line. Correction and preventative action (CAPA) investigation has been opened to further investigate this issue.